Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a mach 1 guide catheter. The batch number on the hub was 60161863. Analysis of the tip and shaft included microscopic and visual inspection. Inspection revealed tip damage, with the soft portion of the tip was frayed with the braiding exposed. Inspection of the rest of the device found no other damage or defects.

Event description:
Reportable based on device analysis completed on 15oct2020. It was reported that tip damage was observed. A model-6f runway fr4 catheter-guide was selected for use. During the procedure, it was noted that the catheter has tip kneaded. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the soft portion of the tip was frayed with the braiding exposed.